Manufacturer narrative:
Complaint conclusion: as reported, once the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was inflated for testing, it would not fully deflate to advance into the sheath to deploy. Even after multiple attempts to apply negative pressure, the balloon stayed partially inflated during testing. The procedure was completed with another unknown mynx device. There was no reported patient injury. The deployer uses the mynx daily. The balloon was prepped with 100% saline. The device was not returned for evaluation as initially expected. The reported ¿balloon-deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the deflation issue reported. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, no corrective/preventative actions will be taken at this time.

Event description:
As reported, once the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was inflated for testing, it would not fully deflate to advance into the sheath to deploy. Even after multiple attempts to apply negative pressure, the balloon stayed partially inflated during testing. The procedure was completed with another unknown mynx device. There was no reported patient injury. The deployer uses the mynx daily. The balloon was prepped with 100% saline. The device was not returned for evaluation as was initially expected.

Manufacturer narrative:
This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, once the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was inflated for testing, it would not fully deflate to advance into the sheath to deploy. Even after multiple attempts to apply negative pressure, the balloon stayed partially inflated during testing. The procedure was completed with another unknown mynx device. There was no reported patient injury. The deployer uses the mynx daily. The balloon was prepped with 100% saline. The device will be returned for evaluation.